Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be kinked and stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further inspection found a tear in the unexposed portion of the soft cannula. During fluid path, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. No indication of fluid ingress was observed to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 47 and was deactivated at pulse 1303. No timeouts, drive stalls, or hazard alarms were generated during device run. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the parent removed the pod and gave correction bolus.